Manufacturer narrative:
The manufacturer was previously received information alleging a CPAP device's sound abatement foam became degraded and caused dry- mouth, boils and bubbles on her gums and an autoimmune disorder. The patient did report receive medical intervention and saw a physician for diagnosis. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown dust contaminant on the blower and blower seal, keratin on the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer found unknown contaminant on the flip lid seal, and an unknown dust contaminant on the bottom enclosure, dry box seal, and dry box. The device's event logs were downloaded and reviewed. The manufacturer found 1 instance of e-191. The manufacturer concludes there was evidence of dust contaminant on the blower and blower seal, keratin on the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Manufacturer narrative:
The manufacturer previously did not select section h1-type of reportable event as malfunction, and it has been updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused dry mouth, boils and bubbles on her gums and a autoimmune disorder. The patient did report receive medical intervention and saw a physician for diagnosis. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.